Event description:
Caller reportedly received the following results on the aviva system within 10 minutes: 921 mg/dl and 148 mg/dl. Caller reported feeling dizzy and had nausea; took some motion sickness pills and stated that resolved the way he was feeling. No further actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement and controls were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.